Manufacturer narrative:
Results and conclusions codes: endoleak. Unknown type of endoleak, specific event and device details not disclosed.

Event description:
During a physician visit at medtronic, the physician stated his impression that after implanting talent thoracic stent grafts, a high incident rate (100%) of endoleaks was observed. This MDR is not specific to any one event but captures the impression of one physician. The talent thoracic stent graft systems were implanted in patients for the endovascular treatment of thoracic aortic aneurysms and dissections. Aneurysm and vessel morphology for these patients were not reported. The type of endoleaks is unknown, and the endoleaks may have been observed only in those talent implants used to treat dissections. Attempts to obtain further details from the physician on the specific talent devices used, patient conditions and outcomes, types of endoleaks, and any interventions of these endoleak events have been unsuccessful.